Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The exact cause of the reported improper insertion could not be conclusively determined. Inspection of the device showed no damages or issues. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. Investigation found no defects or deficiencies that would contribute to a communication error during its operation. The exact cause of the reported communication error could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exact cause of the reported damage could not be determined as the fill syringe was not returned with the pod.

Manufacturer narrative:
The device has been returned and a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg) and therefore insulin was leaking for the pod during wear. It was also reported a fill syringe was cracked. As treatment a new pod was applied.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg) and therefore insulin was leaking for the pod during wear. It was also reported a fill syringe was cracked, and the patient experienced notifications on missing sensor values. As treatment a new pod was applied.

Manufacturer narrative:
The device was returned for investigation. A supplemental report will be submitted with the investigation findings. Corrections made to section b5 and medical device problem code in h6.